Event description:
Reportedly, while using the bipolar device the unit self activated and burned the patients right ureter. A stent was placed in the ureter due to ureter being charred. The bipolar handpiece is not available as they were used in the same procedure with a new machine and it reportedly worked fine.